Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient for the two bent cannulas due to which hyperglycemia occurs. Blood glucose was 280 mg/dl. High blood glucose treated by bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available

Manufacturer narrative:
MDR 3003442380-2024-01887 - device 1 of 2